Event description:
A surgeon reported that the pt experienced an unexpected overcorrection after an intraocular lens (iol) implant surgery to the left eye (os).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Additional info has been requested. (B)(4).